Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and motor error alarm from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as difficulty breathing and nauseous. The customer stated that she received multiple motor error alarms. The customer declined to receive the replacement pump.